Event description:
It was reported that this right ventricular (rv) lead was fractured. A revision procedure was performed and the lead was surgically abandoned. During the procedure, the physician noted that the patient had a lower left ventricular ejection fraction, therefore, it was opted to abandon the implantable cardioverter defibrillator (ICD) this rv is connected to and a subcutaneous implantable cardioverter defibrillator (s-ICD) was simultaneously implanted. The extraction of this rv and ICD is currently not scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.